Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure and sepsis.

Manufacturer narrative:
Section h6: health effect - clinical code (4581): multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event and the disposition of the device were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01feb2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),is currently available. Section 1 of this document lists sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent an aortic valve replacement (avr), heartmate 3 implant, and right ventricular assist device placement on (B)(6) 2022. On (B)(6) 2022, the patient developed sepsis from bacterial translocation from the gastrointestinal tract due to hypoperfusion. The patient had fever, increased white blood cells, increased abdominal distension, and dilated small bowel loops in central abdomen. Flex sigmoidoscopy revealed severe ischemic coliitis ulcers. Initial results from karius testing revealed parabacteorides diastonis, clostridium innocuum, bacteroides caccae, bacteroides ovatus, bacteroides thetaiotaomicron, escherichia coli, neisseria elongata, proteus mirabilis, fusobacterium nucleatum, prevotella melaninogenica, and prevotella oris. 10 days later after treatment, culture showed enterococcus gilvus, staphylococcus epidermitis, escherichia coli, proteus mirabilis, fusobacterium nucleatum, bacteroides thetaiotamicron. On (B)(6) 2022, the patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO) due to hypoxia. The patient was persistently hypertensive requiring multiple high dose vasopressors. They developed gastrointestinal (gi) bleed, bowel obstruction and ileus with severe malnutrition requiring total parenteral nutrition (tpn). The patient also developed an acute abdomen for which they were taken to the operating room (or) for an exploratory laparotomy which demonstrated intraabdominal abscess, necrosed gallbladder, and ischemic colon with perforation. Given abdominal event was catastrophic without chance of recovery, a decision was made to withdraw life sustaining measures, including mechanical support and the patient passed away. The death was not considered to be lvad related and the vad operated as expected. No device was to be returned for evaluation.

Manufacturer narrative:
Section h6: health effect - clinical code (4581): multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists bleeding, infection (localized, driveline , pump pocket or pseudo pocket), sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.